Event description:
During gastric fundoplication and use of esophyx device, surgeon reported instrument did not fire and no suture was visualized. Esophyx device removed and replaced with new instrument. Procedure continued without further incident.